Event description:
The initial reporter received questionable uric acid ver.2 results from a batch of patient samples tested on the cobas 6000 c501 module. The reporter was able to provide one patient sample with discrepant results: the initial result was considered incorrect and was not reported outside of the laboratory. The initial result was 2.4 mg/dl. The repeat result was 7.1 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 72844001. The expiration date is 30-apr-2024. The field service engineer (fse) inspected the module and found reagent splashes on the cuvette rotor protection plate near the reagent r2 arm and clogging in the reagent (r2) probe. He then replaced the r2 probe and adjusted the horizontal positions of the r2 probe. He inspected the sample probe and did not find any issues. He performed a photometer check, qc, and a replicate test for the assay with acceptable results. The investigation determined the event was consistent with an instrument-related issue. The investigation determined the service actions resolved the issue.